Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: what is the product code? What is the lot number? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Is there an explant date set? If yes what is the explant date? Answer = I do not have any additional information at this time.

Event description:
It was reported that the patient was having issues. The patient was scanned and the results indicated that the linx device was broken. The initial implant date was 12.28.2015. The doctors report read "there is a symmetric separation of two magnet beads. No evidence of slippage". There is no additional information at this time.